Event description:
Ventilator tubing became disconnected from trach 1/4", ventilator did not alarm. Pt was seen 5-7 minutes prior and was ok at that time. It is unk why ventilator alarm did not sound when tube became disconnected.